Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that /patient (pt) is having a hard time staying connected to the implantable neurostimulator (ins), and the handset keeps telling them that it's losing connection, with "device not found" screen. Caller stated that the connection issue happened multiple times before that, but since april, they notice the decline, and every time they try to connect to the ins, they were having a hard time. No troubleshooting done during the call as they were not with the patient.